Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was not the normal size, and was uneven. The device was not used on the patient.

Manufacturer narrative:
Received 1 unused urethral catheter. The reported issue was unconfirmed, as the product met specification. Per visual inspection, the sample was examined and did not find anything that could contribute to the reported event. Per the dimensional evaluation, the french size was tested and found the entire shaft to be 16 french. The specification for this product is 16 french +/- 1 french, so the sample met its specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was not the normal size, and was uneven. The device was not used on the patient.